Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient keeps her programmer on her belt and she notices when she removed programmer from her body her symptoms return. It was noted that the patient appeared to be saying she keeps the programmer on belt and when she takes it away she gets it back into position rapids, which was clarified that therapy is working when the programmer was on the belt and the patient experiences a return of symptoms when she removed programmer from belt/body. The patient said the doctor told her she could take the programmer away and call about the situation. It was also stated that this wasn't explained well. Additional information was later received. Patient connected their antenna to ins site, confirmed ins was on at program 3 at 1.0v. Patient increased to 1.2v and at the end of the call stated they might increase to 1.3v. The information patient programmer battery screen appeared during the call and was cleared. Patient clarified that their symptoms were urinary and changing positions was not about the urinary symptoms. Patient's ins was implanted superficially and since, their implant ins site hurt and because of this patient had a hard time changing positions rapidly and was in pain to lay down. It was noted pain at ins site had been since implant. No further complications were reported.